Event description:
Info received indicates when CPR is engaged, it will not lower the head section. The head section can be lowered by using the siderail switches.

Manufacturer narrative:
The tech isolated the issue to a broken lever on the head drive. He replaced the head drive to repair the bed.